Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately nine days post the implant of an implantable pulse generator (ipg) system that the right atrial (ra) lead dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.